Event description:
It was reported that: the device was ventilating a patient with an inspiration pressure set at 20. After approx 20/30 mins the users noticed that the pressure had dropped between 14/16. The user raised the pressure to 24 to compensate for any leaks, but this had no effect. The baby was transferred to another device. Patient had significant period of underventilation between drop occurring and being noticed with subsequent low saturations, this led to baby being stressed with a heart rate of 230. Abnormal movements were seen which may have been caused by this deterioration also. Drager medical received information that the baby died later. It was further reported that the customer does not attribute the outcome to a ventilator problem.

Manufacturer narrative:
Drager has been informed delayed about the patient injury. The device was checked on site on (B)(6) 2012 and no device failure was identified. The device was tested in accordance to drager test certificate and found to meet the specification in all points. The electronic log file was downloaded and made available for investigation on manufacturer site. The log indicates no technical device failure. It shows that the inspiration pressure (pip) slowly decreased during the time of event and that the ventilator raised inspiration flow within the specified limits to compensate. An alarm was not given as the effective minute volume was still within the set alarm limits. It was concluded that a leak in the hoses or in the humidifier chamber caused the pressure drop. The last entry for the breathing circuit check in the log was about 10 days before the event. The device has reacted as specified for the given conditions. No device failure identified.